Manufacturer narrative:
A4: patient weight added to the report.

Event description:
Additional information received indicates the patient¿s leads were explanted and replaced. Therapy was restored.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 3006705815-2021-02650. It was reported during a back surgery for a fusion the physician cut both leads. Surgical intervention may take place at a later date.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.